Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified proximal ostium of the diagonal artery. While post dilating with a 3.0 x 15 mm nc trek balloon catheter, the balloon ruptured at 18 atmospheres on the first inflation. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon catheter was successfully retrieved and another device was used to complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.